Manufacturer narrative:
The distributor performed a checkout of the unit and noted a depleted battery. The battery is not available for investigation. An exact root cause of the reported event cannot be determined without the battery. It should be noted that the hospital reported that the unit had not been in use for approximately one year. As stated in the ivent 201 user manual: ¿ the battery is automatically charged when attached to an external power source, whether the ventilator is operating, in standby mode, or switched off. Batteries should undergo a full recharge procedure: ¿ prior to initial use ¿ after prolonged storage ¿ every 3 months during normal use ¿ if after 8 hours charging, the battery indicator fails to indicate a full charge.¿

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The distributor reported that battery power was not available. There was no report of patient involvement.